Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records is not possible. Recurrence is a known inherent risk of hernia repair surgery. The adverse reaction section of the IFU lists recurrence as a possible complication. The information provided was limited and the report did not include contact information. Therefore requests for additional information cannot be made. Based on the limited information provided, no conclusion can be made. Should the contact reach out to davol with additional information, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported via maude event report (mw 5069823): "davol ss bard, ventralex st mesh used for umbilical hernia repair date (B)(6) 2013. Procedure was tolerated well but an increase in white blood cell count was documented extensively from 2013 to 2017. As of 05/15/2017 the umbilical hernia was returned but no investigation techniques has been performed to determine if the mesh has failed or a secondary protrusion of the abdominal wall is current."